Manufacturer narrative:
(B)(4). Further information was requested but was not available. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to occlusion of device or native vessel.

Event description:
On (B)(6) 2019, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. A final angiography was performed after all devices were implanted and showed that the left renal artery was unintentionally partial obstructed by a trunk ipsilateral leg endoprosthesis. The blood flow of the left renal artery had no problem. The physician decided that the angiography imaging would be taken next day to determine whether the additional procedure would be required for the renal artery. On (B)(6) 2019, the angiography imaging showed no issue with the blood flow of the renal artery. The renal function had no issue. The bare metal stents were implanted prophylactically in the bilateral renal artery.